Manufacturer narrative:
Other text: evaluation results: one medfusion pump was returned for investigation in used condition. The right plunger case was cracked. A review of the event history log showed evidence of the reported motor rate error. This error was replicated during an occlusion test. The product problem occurred due to failures from the following components: worm coupling, lead screw, and clutch halves. The problem source of the reported product problem was unknown. A root cause was not established. The worm coupling, lead screw, and clutch halves were replaced. The pump subsequently passed functional testing.

Event description:
It was reported that the pump gave a motor error. The pump was not driving the syringe. It was unknown if the product problem occurred during patient use. No patient injury or complications were reported in relation to this event.